Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for suspect solera driver 5.5/6.0. No parts have been received by manufacturer for analysis. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that, while in a spine procedure, while inserting the right l5 screw the tip of the solera driver 5.5/6.0 broke. The surgeon attempted to use bone wax to remove the tip, however, that was unsuccessful. The screw was extracted and another screw was inserted. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 60 minutes before continuing. There was no impact on patient outcome..

Manufacturer narrative:
Investigation of returned suspect driver finds that as reported, the tip of the driver has been broken off. The tip was returned with the driver. Engineering analysis found: the 3mm torx tip has mechanically sheared from the solera driver. Visual inspection of the returned part indicates the teeth have been significantly twisted along the center axis of the sheared tip. The cause for this failure is torque which exceeded the mechanical shear properties of the solera driver torx tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Although a specific cause of the suspect driver was unconfirmed as the part was not returned to the manufacturer, an investigation into drivers with similar reported malfunctions was completed by a cross-functional and was documented in a medtronic navigation hardware anomaly tracking database. Per further engineering review of drivers with similar reported malfunctions, a CAPA was created to address this issue. The initial CAPA investigation found that testing had been performed during the development of the screwdrivers that defined the torque required to insert a screw in a properly tapped hole and verified that the screwdrivers were capable of meeting the torque requirements. The root cause was identified as torque applied to the screwdrivers beyond the strength limit of the screwdrivers, most likely the result of trying to insert a large diameter screw into that had been undertapped (either in diameter or depth) or trying to insert a large screw into hard bone.

Manufacturer narrative:
Per further CAPA investigation, the initial CAPA findings previously reported on fu1 were confirmed. The team evaluated why the effectiveness check in the previous CAPA did not pass and determined contributing process root causes of: 1. The IFU used in the testing did not have pictures of tips to which the user could compare the sample, and 2. The users selected for the IFU validation were not familiar with the details of the screwdriver tips. There was no increased in patient safety risk based on current risk calculations. The safety risk management review documents that none of the complaints result in a zone change for any of the risk factors.